Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a moderately calcified vessel. A 3.50 x 28 synergy drug-eluting stent (des) was advanced for treatment. However, during the procedure, the stent got damaged. The procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in a moderately calcified vessel. A 3.50 x 28 synergy drug-eluting stent (des) was advanced for treatment. However, during the procedure, the stent got damaged. The procedure was completed with another device. No patient complications were reported. It was further reported that the stent failed to cross the lesion and it was the proximal part of the stent that got damaged.

Manufacturer narrative:
Updated b5: describe event or problem.